Event description:
Patient implanted on (B)(6) 2012. Patient seen by physician in (B)(6) 2012 complaining of bleeding and tenderness at wound site that had begun "a few months previously". Patient given antibiotics and seen 10 days later with no improvement. Patient continued to be treated with antibiotics (clindamycin, bactrim, doxycycline) for 3 months without permanent resolution of wound site infection. Patient presented with skin dehiscence on (B)(6) 2013 at which time patient was taken to operating room for exploratory surgery. It was discovered the 3/4 mm guide drill plastic spacer was imbedded at the wound site. The spacer was removed and no further complications has been reported.